Event description:
The amplatz thrombectomy device (atd) was used for approx 80 seconds to clear thrombus in an arm graft. The catheter separated from the distal impeller housing while the atd was operational. The pt experienced no adverse sequela.